Event description:
It was reported that a patient experienced cloudy pd effluent, loss of appetite, and weakness coincident with peritoneal dialysis (pd) therapy. It was not reported whether the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for an unreported indication. The outcome of the event was unknown. The action taken with dianeal and extraneal therapies was unknown. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).